Manufacturer narrative:
The issue was resolved for the customer by the svc tech by plugging the power cord back in the bed.

Event description:
It was reported by svc report that the bed was with no electrical functions because the plug connector was pulled out of the back of the bed. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.